Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that there was noise on the right atrial lead and shock channels, correlated with the time that the pt is on peritoneal dialysis. Analysis indicated that the noise was primarily due to electromagnetic interference. A thorough test of the atrial lead was recommended as a precaution. The pt will continue to be monitored. No adverse pt effects were reported. Remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.